Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that their insulin pump is cracked and had reported the same issue on other insulin pumps previously owned by the customer. Sensor issues were also reported by the customer. The customer was advised to upload carlkink so that the representatives on the phone can look into the history of the pumps data to see when the pump had sensor alarmed. No further information was provided.